Event description:
Coopervision received a "request for a vigilance report on a medical device" and the eye care practitioner (ecp) report from (B)(6) on (B)(6) 2014. The report regards an event on which the date of occurrence is unknown and reported as redness and tears. The report relates red eyes, thickened sclera of one eye (eye unknown), corneal neovascularization (location and eye unknown) and giant papillary conjunctivitis gpc (eye unknown). There is no further description of the corneal condition. The patient was described as unable to see. There is no further description of the inability to see as visual acuity. There is no indication of treatment except for the note, "did ice." The event was noted as a result of contact lens over wear or use in which the patient has been using the same pair of lenses around the clock for seven months. The contact lens was described as hazy and sat obliquely on the cornea. The event was reported to the (B)(6) by the eye care practitioner as serious and related to the contact lens use. Additional medical information has been requested. Gpc is not a reportable event. No lot number was provided. The lens has not been returned. This event is being reported in an abundance of caution.

Manufacturer narrative:
Correction to manufacturing number:no information could be obtained to identify the lens and therefore where it was manufactured. A coopervision manufacturing number was entered as a default. However, there was a sequence error. (B)(4).

Manufacturer narrative:
The contact lens was not returned for inspection. The complaint is unconfirmed. Other text : not returned.